Manufacturer narrative:
Insulin pump received with no button response due lcd keypad connector unlocked. Unable to verify unexpected restart alarm due to button keypad anomaly. Insulin pump had cracked case at display window corners.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm. It was also reported that the keypad is unresponsive. Customer's blood glucose levels at the time 96 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.